Event description:
Patient reported that something is wrong with the device -- specifically, that it is delivering too much insulin. Patient believes this because their blood glucose levels are low (37 mg/dl) and because when they switched to their back-up device their blood glcose stablized. Pt feels that problem lies with basal deliveries, not bolus deliveries. Prior to switching to back-up device, the pt unsuccessfully attempted to correct blood glucose by adjusting basal rates.